Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 297 mg/dl for approximately four hours after a set change and meal announcement while using the ilet, with no device alerts or alarms noted. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included use of subcutaneous insulin via pen as back-up therapy after disconnecting from the ilet, with no medical intervention or assistance required. Investigation included technical support troubleshooting and user education to change the infusion set due to a potential occlusion and to consider ketone monitoring per standard guidance. Investigation of this case revealed no confirmed device malfunction and suggested a possible infusion set or site issue. It was concluded that the event was consistent with hyperglycemia of unclear cause, with appropriate troubleshooting and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.